Event description:
The evis exera ii ultrasound gastrovideoscope is an olympus demonstration device that was returned to olympus with no alleged complaint. Upon inspection and testing of the returned device, yellowish/brown foreign material was found in the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the foreign material was due to leakage defects from the channels, it is possible that the reprocessing could not be completed and foreign material remained. However, a conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help prevent the issue: operation manual: chapter 7-cleaning, disinfection, and sterilization procedures: 1. Turn the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Perform the following brushing in the detergent solution. 2. While holding the distal end, brush the groove of the interior of the forceps elevator with the cleaning brush (maj-1534) until all debris is removed (see figure 7.27). 3. Look at the left side of the instrument channel opening from the distal end, brush the interior of this part with the cleaning brush (maj-1534) until all debris is removed (see figure 7.28). 4. Look at the right side of the instrument channel opening from the distal end, brush the interior of this part with the cleaning brush (maj-1534) until all debris is removed (see figure 7.29). 5. Move the elevator control lever in the ¿ u¿ direction to raise the forceps elevator. 6. While holding the distal end, brush both sides of the forceps elevator and the opposite side of the groove of the forceps elevator with the cleaning brush (maj-1534) until all debris is removed (see figure 7.30). 7. Brush the distal end of the endoscope, using the cleaning brush (maj-1534). 8. Move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction to lower the forceps elevator. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). In addition to foreign material in the forceps elevator, the additional evaluation findings are as follows: due to damage on the channel tube, water tightness is lost, due to damage, switch #1 does not work, due to deformation of nozzle, water removal ability does not meet standard value, the distal end had a scratch, the acoustic lens had a scratch, the adhesive on the bending section cover was detached, the connecting tube had a scratch, due to wear of angle wire, bending angle in "up", "down", "right" and "left" direction does not meet the standard value, due to wear of angle wire, play of the "up/down" and "right/left" knob was out of standard value, the suction cylinder was shaved, and the universal cord had a scratch. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.